Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested, and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a fracture of a dental screw. The carrier screw fractured inside the implant during insertion. The screw removal instrument also fractured during the attempted retrieval. Due to these complications, the implant had to be removed.